Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported during dialysis mode the machine powered down due to the rocker switch on the power supply being melted. The biomed tech replaced the rocker switch and the machine was able to operate normally. The biomed tech stated a burning smell came from the power supply rocker switch. No smoke or visible flames were noted. Patient information was unknown and the biomed tech stated there was no adverse reaction to the patient. The patient was transferred to another machine with no reported blood loss. Hospital grade ground-fault circuit interrupter (gfci) outlets were used at the facility, and the machine was repaired and has passed appropriate tests and safety checks, and was returned to use.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported during dialysis mode the machine powered down due to the rocker switch on the power supply being melted. The biomed tech replaced the rocker switch and the machine was able to operate normally. The biomed tech stated a burning smell came from the power supply rocker switch. No smoke or visible flames were noted. Patient information was unknown and the biomed tech stated there was no adverse reaction to the patient. The patient was transferred to another machine with no reported blood loss. Hospital grade ground-fault circuit interrupter (gfci) outlets were used at the facility, and the machine was repaired and has passed appropriate tests and safety checks, and was returned to use.